Manufacturer narrative:
Device passed displacement test. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose level was 107 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.